Event description:
The customer reported that the ventilator would not run on alternating current (ac) power. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
Manufacturing date: 02/05/2013.